Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0967, awareness date 26-aug-2015). Case was received in united states on 30-aug-2015 and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer reported that after placement, she had minor cramps and discomfort. Her doctor informed her that it was normal. She went back for her checkup and discussed with her doctor that she was still cramping and had very sharp pains like she was being stabbed from time to time. Consumer also told health care professional that she was spotting the entire month, and still her physician said not to worry and that it was normal. At 3 months, consumer went to have her coils checks to be sure they were in place and blocked. The doctor who performed the test said that she was completely blocked and everything looked great. She continued spotting, having abnormal menstrual cycles (heavy for 2 days, nothing for 5 and then what she would consider a normal period for 4 days) and sharp stabbing pains the entire time. Randomly, she started having bacterial infections that she has never had before essure (the infections came and went for months). In addition, consumer reported that she had beautiful long hair that went all the way down her back and, in 2013, it started thinning. She tried different remedies to make sure she had healthy hair but, in 2014, her hair was breaking and thinning so badly she had to cut it off because it was so damaged. According to consumer, she takes very good care of her hair. Also in 2014, her office was not running smoothly and she could not figure out why. She had a heart to heart with her office administrator and she let her know that she was not staying on task. She kept jumping from one thing to another, forgetting what she was doing half way through it and just moving on to the next thing. She could not remember details from the day before and that is not like her at all. She went in to the physician to discuss what was going on. They described the issue she was having as a brain fog. One doctor put her on adhd (attention deficit hyperactivity disorder) medicine. After taking that, she was not sleeping at night and she kept flushing throughout the day, so they prescribed her 2 more medicines to help with those side effects. She feels as if she was taking a medicine to help with the first medicine and on and on. Not the way she wants to live. She started having her left eye blur throughout the day. Some mornings, she would wake up and her eye was so blurry she could not see anything out of it except fog. Other days, she could see fine. Consumer had many pelvic ultrasounds due to pain (no results provided) and states that she has developed a rash on her upper back that is consistent with a nickel allergy. She is having joint pain in her hips, fingers and knees. She has gained over 30lbs and she eats healthy. When she does do attempt to exercise, she hurts so badly in her lower abdomen that it puts her down for days. She gets badly sharp stabbing pains, cramps and bloating. Additionally, consumer reported that one of the worst things is that when she went back to the dr. Who implanted her with essure she literally laughed in her face when she told her that she felt this was essure related. Consumer found another dr. And cannot say that she was hundred percent convinced that her issues were essure related, until more recently when consumer had to do a walk in appointment because she had so much pain that she was nauseous because of it. Physician sent her straight over to the hospital to have another ultrasound which showed her right coil has punctured her uterus. They could not see the left coil. She will go to her dr. On (B)(6) 2015 because she wants to set a hysterectomy surgery date. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil has punctured her uterus. Consumer wanted to set a hysterectomy surgery date. This event, seen as uterine perforation, is serious due to its medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result provided received on 02-oct-2015 : ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that right coil has punctured her uterus. Consumer wanted to set a hysterectomy surgery date. This event, seen as uterine perforation, is serious due to its medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this particular case, the exact date and mechanism of uterine perforation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.